Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with intraocular lens implant there was no handpiece power and it was overheating. The system and handpiece had primed/tuned as normal. The tip was exchanged which did not resolve the issue. The case was completed using an alternate handpiece. There was no harm to the patient.

Manufacturer narrative:
Product evaluation ¿ handpiece #1 no further information was able to be obtained from this customer. This site has been found to have complaints in which moisture ingress was determined to be root cause (in the past). Historically, complaints related the reported issue, have been consistent with moisture ingress. The company representatives have visited the site multiple times to assess the site¿s handling protocol. The site was advised proper flushing of the handpiece as well as advised to not use handpieces immediately after autoclaving. There were no definitive issues found. Therefore, a root cause could not be determined conclusively. The handpiece was manufactured on january 20, 2017. Based on qa assessment, the product met specifications at the time of release. Product evaluation ¿ handpiece #2 no further information was able to be obtained from this customer. This site has been found to have complaints in which moisture ingress was determined to be root cause (in the past). Historically, complaints related the reported issue, have been consistent with moisture ingress. The company representatives have visited the site multiple times to assess the site¿s handling protocol. The site was advised proper flushing of the handpiece as well as advised to not use handpieces immediately after autoclaving. There were no definitive issues found. Therefore, a root cause could not be determined conclusively. The handpiece was manufactured on january 19, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively for bot handpieces as no samples have been received. The manufacturer internal reference number is: (B)(4)